Manufacturer narrative:
Upon device return, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).

Event description:
Refer to manufacturer report number 3007566237-2016-00134.

Event description:
Additional information received reported the pump remains implanted and filled with nacl on minimal flow rate. At the moment, the patient and the hcp don't want to explant the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a volume discrepancy was noted at a patient refill on 2015 (B)(6). The estimated reservoir volume (erv) was 5.4 ml and the actual reservoir volume (arv) was 0 ml. Reported symptoms include overdose symptoms; nausea, malaise, weak legs. The healthcare professional (hcp) filled the pump, the dose was increased 6% and the patient went home. The patient was uncomfortable "in the night" and went to the hospital on 2015 (B)(6) (reported as 17.2.1015). Another refill was performed (reported as 24 hours and 28 hours after first reported discrepancy). At this time, the erv=19.5 ml and the arv = 18.2 ml, which was a 1.3ml discrepancy. The pump was then filled with nacl, the catheter was aspirated to remove all drug from the system and the pump was set to minimum rate. The patient was fine with oral drugs. The pump was used to deliver morphine and bupivacaine. It was initially reported the action required as a result of the event was "replacement" but, additional information reported the explant procedure was planned and would occur "as soon as the patient [felt] better". The outcome of the event was unknown. Additional information has been requested, but w as not available as of the date of this report.

Event description:
On 2016-02-22, additional information was received from a foreign manufacturer representative (rep). It was reported that the pump was explanted on (B)(6) 2015.

Manufacturer narrative:
Destructive analysis of the pump was completed and no additional anomalies were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).